Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the during the revision procedure the patients lead was fractured. Thee patient underwent a lead replacement procedure. The patient was doing well postoperatively.